Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-46 mg/dl. The cause for low bg level was unknown; however, the hospital alleged issue to be due to the pump. Customer contacted the hospital for guidance to treat low bg, and was not admitted to the hospital. A temporary basal rate was set, customer disconnected from the pump, and customer consumed 83 grams of carbohydrates to address low bg level. At the time of the report, customer¿s blood glucose level was 182-183 mg/dl, and customer was ¿ok¿. Recommendation was made to discuss diabetes management with customer¿s health care professional.